Manufacturer narrative:
(B)(4). Indication for use-coronary guidewire used in periphery. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an unspecified procedure of the upper extremity and left forearm, the balance middleweight (bmw) guide wire was being used with a 3.5 x 60 mm non-abbott catheter and the guide wire became detached when the catheter was being removed. The proximal end was removed with the catheter and the distal end fragment required a puncture in the brachiocephalic artery and the fragment was snared. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent information received from the site noted minimal resistance was met during device removal and that the guide wire had become prolapsed in the vessel during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure/method, prolapsed - corrected. Correction-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. It was reported the guide wire was prolapsed in the vessel during the procedure. It should be noted the hi torque guide wire instructions for use (IFU) states: do not allow the guide wire tip to remain in a prolapsed condition. Based on the reviewed information, no product deficiency was identified.